Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that while implanted with an impella cp, a patient developed an abdominal hematoma. The pump was explanted and a femoral cutdown was performed to surgically close the femoral artery. The patient's outcome is unknown.